Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Pt reported loss of connection issue 1 of 2.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)./2018 that on (B)(4)/2018 a loss of connection had occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause was the mobile device lost power.